Event description:
It was reported by service report that the bed had no motor control functions. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Motor control board. See scanned page.